Event description:
Visual inspection confirmed there was a crease in the seal of the packs of blades; however, the creases do not appear to compromise the seal. The initial MDR report was created in error and should be voided.

Manufacturer narrative:
Visual inspection confirmed there was a crease in the seal of the packs of blades; however, the creases do not appear to compromise the seal. The initial MDR report was created in error and should be voided. This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h6, h10.

Event description:
It was reported by the distributorship that the products were found to be nonconforming. The incoming inspection team member found a crease on the sterile seal. It cannot be confirmed based on the images provided if the crease in the seal was conforming or broke the sterile seal. There was no patient involvement. Due diligence is in progress; however, no further information has been provided.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. (B)(6).